Event description:
It was reported that the asymptomatic patient presented to the emergency department in the hospital. Upon interrogation, it was noted that the right ventricle (rv) lead exhibited loss of capture due to elevated pacing threshold. The rv lead was explanted and replaced. The patient was in stable condition.